Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails. In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked corner of the belt clip rails, a cracked case, and a cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack in the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the functionality was affected. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.